Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture at high output was noted. Patient is pacemaker dependent but did not report any symptoms. The lead was capped and replaced successfully on (B)(6) 2016. The patient will be monitored with routine follow up.